Event description:
The perfusionist reported that after converting the pt from ECMO to a paracorporeal ventricular assist device for left ventricular acute support, pump support was initiated and a hole in the posterior portion of the left ventricle (lv) was noted. Air was immediately entrained into the circuit. The perfusionist stated that the air and blood frothed in the circuit and that the air was pushed through the circuit, through the oxygenator, and ultimately into the pt. This reportedly occurred in approx a 20 second timeframe and happened three times before the medical staff was able to completely prime the circuit and get the pump running with a full blood circuit. The pt has reportedly not woken up from the procedure and it is likely that support will be withdrawn at some point in the near future. The perfusionist also stated that the pt was gravely ill, and that the afterload was very low at the time this event occurred.

Manufacturer narrative:
The MFR is attempting to acquire add'l info from the hosp regarding this event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.